Event description:
It was reported the pt is having pain at her ipg site. An sjm rep met with the pt at her physician's office and performed a diagnostic of the pt's scs system and all checks were normal. The rep reprogrammed the pt's system and the pt is receiving effective stimulation coverage of all of her pain areas. In addition, the pt has other health issues and her physician believes the pain and the change to the pt's health are not related to the scs system. The physician ordered a thoracic and lumbar CT scan to rule out any other potential causes. No further information is available at this time.

Manufacturer narrative:
This ipg number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.